Manufacturer narrative:
Daniel waldvogel, md, heide baumann-vogel, md, lennart stieglitz, md, ruth h¨anggi-schickli, msc, and christian r. Baumann, md. "Beware of deep water after subthalamic deep brain stimulation" doi: 10.1212/wnl.0000000000008664. Date of event: this date is based off the date that the article was accepted for publication as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
Daniel waldvogel, md, heide baumann-vogel, md, lennart stieglitz, md, ruth h¨anggi-schickli, msc, and christian r. Baumann, md. "Beware of deep water after subthalamic deep brain stimulation" doi: 10.1212/wnl.0000000000008664. The study examines the effects on patient's ability to swim after receiving deep brain stimulation of the subthalamic nucleus (stn-dbs) for parkinson disease (pd).the study included a retrospective analysis of 217 patients. Reported events: it was stated that one patient experienced a loss of coordinated limb movements and the ability to swim. After implant the patient jumped into the lake where they would have drowned if not for a family member rescuing them. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.